Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 4 events were reported for this quarter. Product return status 4 devices were received. Additional information 4 devices were not reprocessed or reused.

Event description:
This report summarizes 4 events for the failure: fail-safe did not operate. - 4 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99062. Supplemental rationale: corrected data: b5, h11. 4 previously reported events were included in this follow-up record. Product return status: 4 devices were received. Evaluation findings (results/components): 2 devices: degradation problem identified / fail-safe system. 2 devices: degradation problem identified / power switch. Product disposition: 4 devices: serviced and returned to customer.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 4 events for the failure: fail-safe did not operate. 4 events had problem identified during non-clinical procedure; there was no patient involvement.